Event description:
Notes: this report pertains to the first of two malfunctions occurring during the procedure. During the endoscopic retrograde cholangiopancreatography procedure in the common bile duct, as the physician was attempting to insert the device (subject device) into the scope, it was noted that a burr or rivet was out of the tip of the device. The same issue occurred with the second device. The case was completed with another of the same device. The pt was reported to be "fine". Refer to MFR report #3005099803-2009-00416 for details regarding the second device.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates cannot be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.